Event description:
It was reported that the patient experienced frequent low glucose events while using the ilet and expressed concern about receiving too much insulin; the event was characterized as hypoglycemia of unclear cause, and the patient used oral glucose for treatment. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included the need for self-treatment and interruption of normal activities. Investigation included user troubleshooting and education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported, and no device component issue identified; the event was consistent with hypoglycemia without a confirmed device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.